Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). Event site phone number is (B)(6). A supplemental report will be submitted upon completion of our investigation. Additional phone number of contact person: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had system over temperature error during use, which returned to normal after a restart. No injuries occurred.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated and states the positive and negative pressure setpoints were tested and adjusted on-site, and are operating normally after adjustments. All factory-specified safety and performance tests were performed and passed. The unit was delivered to the customer for clinical use.